Manufacturer narrative:
(B)(4). G2: foreign - event occurred in japan. Complaint can be confirmed through the returned product analysis. Visual inspection confirms that the anchor is broken. Item and lot numbers are not confirmed as they are not etched on the part. The anchor diameter was confirmed to be conforming to the print. The handle halves are visually conforming to the print. The purple knob color is confirmed to match the print. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery, the tip of the device inserter deformed when the surgeon attempted to implant an anchor, preventing anchor implantation. There were no known consequences or impact to the patient. Attempts have been made and no further information has been provided.